Manufacturer narrative:
Date sent: 08/28/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure, the plastic tissue pad fell off. There were no adverse consequences to the patient.